Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient presented to the local emergency department with lightheadedness and dizziness. The anticoagulants for the patient at the time were aspirin and warfarin. The patient was hospitalized and was transfused with three units of packed red blood cells (prbc) over a 24 hour period, and was discharged. The patient developed anemia while at home, and was transferred to the implanting center for gastrointestinal bleeding on (B)(6) 2017. The patient was hospitalized and transfused with four units of prbcs and one unit of fresh frozen plasma over a 24 hour period. No additional information was provided.